Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported "foreign material was observed on the te". The device did not come in contact with the patient.

Event description:
Health care professional reported "foreign material was observed on the te". The device did not come in contact with the patient.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; device appearance (observed a blue stain on the surface of shell). Based on the device analysis the final assessment is: -the blue stain was confirmed but has not related to the complaint and it is not a workmanship, since the device was not received in the original sealed packaging.